Event description:
It was reported that a patient had a connection issue with a uv flash transfer set during peritoneal dialysis (pd) therapy. The reporter stated that the spike connector cover was separated from the spike of the transfer set. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.